Event description:
It was reported while using bd alaris¿ lvp 20d low sorb 2ss 0.2m cv the tubing was damaged. There was no report of patient impact. The following information was provided by the initial reporter: material#: 11532269, batch#: 22035567, it was reported by the customer the tubing is defective. Verbatim: "it has been a while since we had a defective tubing issue, but now we do."

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: a photo was received and investigated by our quality team. The photo clearly presented the separation at filter of the tubing set and the customer's complaint has been verified. Without further information like a physical sample for investigation, the root cause of this failure remains unknown. There is a known root cause of insufficient solvent applied during the assembly of the set. This is a likely reason for this failure. A device history record review for model 11532269 lot number 22035567 was performed. The search showed that a total of 23,043 units in 1 lot number was built on (B)(6) 2022. There were no quality notifications issued for the failure mode reported by the customer during the build of this set. H3 other text : see h.10

Event description:
It was reported while using bd alaris¿ lvp 20d low sorb 2ss 0.2m cv the tubing was damaged. There was no report of patient impact. The following information was provided by the initial reporter: material#: 11532269 batch#: 22035567 it was reported by the customer the tubing is defective. Verbatim: "it has been a while since we had a defective tubing issue, but now we do."